Manufacturer narrative:
Product ID 7495-25, lot# serial# (B)(4), implanted: (B)(6) 1998, explanted: product typ extension. Product ID 7434-e, lot# serial# (B)(4), implanted: (B)(6) 1996, explanted: product typ programmer, patient product ID 3487a, lot# l45250, serial# implanted: (B)(6) 1998, explanted: product typ lead. (B)(4).

Event description:
It was reported that, approximately 5 years after the original implantation, the lead component of the implantable neurostimulator ( ins) had to be replaced because it was "spliced or broke". It was noted that the original implanting physician was unable to replace the lead and another physician was called in to do lead replacement. The patient stated that the "lead revisions" were more painful the ins replacement procedures. If additional information is received, a follow up report will be sent.